Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, after the maryland bipolar forceps (mbf) instrument was connected to the system, it lost mobility, showing a rupture in the rubber on the side of the instrument tip in the thermal insulation area. A backup instrument of the same type was used and the procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer reported the instrument was discarded, therefore, failure analysis of the product related to the complaint cannot be performed. A quality improvement engineer reviewed the provided images and observed the following. The mbf instrument has a dislodged conductor wire. There does not appear to be any obvious insulation damage or exposed wire. The root cause of this failure is attributed to a component failure. Additionally, there is thermal damage to the bipolar yaw pulley at the base of the grips. The root cause of this failure is attributed to the mishandling / misuse. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the maryland bipolar forceps instrument (pn#: 471172-16 / lot#: k12210726-0101) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4604 for approximately 1 minute. The alleged event occurred on the 4th use of the instrument with 10 remaining. A review of tools used for procedure confirm another mbf was used to complete the procedure. Event verification of the logs confirmed that the site performed a prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure on (B)(6) 2022 using system sk4604. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Corrected information can be found in h10: images were received from the customer and reviewed. The images consistent with the alleged complaint of, "a rupture in the rubber on the side of the instrument tip in the thermal insulation area." Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h10/h11 for follow-up information.